Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pump may not be functioning properly and upon inquiring further, it was discovered that they had been hospitalized for high blood glucose levels on (B)(4) 2014. Customer stated they were experiencing dehydration prior to hospitalization. Blood glucose level was 980 mg/dl at time of hospitalization. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles in infusion set tubing. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Device did not alarm and was found to be functioning properly. Customer was advised to check cannula and found it bent but not occluded. Advised customer to monitor device. Customer's blood glucose level was 546 mg/dl at time of reporting. Nothing further reported.